Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the issue was caused by the cable connection error since reconnecting the cable resolved the issue. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: use appropriate cables. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) to troubleshoot the device due to a connection issue. The customer was advised to disconnect the y/c cable and reconnect it to ensure the connection was secure, but no changes were observed. Then tac discovered that the customer was connecting the cable incorrectly at first. The customer was told to connect the cable to the out port on the monitor instead. This resolved the connection issue, and the customer was able to see an image again on the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was observed on the otv-si video system screen there was no harm or user injury reported due to the event.